Event description:
Spontaneous call md office regarding a new whisperject device as current one not working very well anymore (unknown where pt got it). We have never shipped device for pt. Unknown specifics on what's exactly wrong with device but md office was calling regarding getting a new device for pt. No adverse events or missed doses reported. Unknown if pt has defective product on hand for return to the manufacturer. No lot number or expiration date provided. No additional information available. Whisperject autoinjector use for glatiramer acetate to inject one syringe subcutaneously 3 times a week. Reported to (B)(6) by health professional.